Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on anterior side assessed as smooth opening. Additional observations: ¿ crease fold observed. ¿ wear abrasion observed.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.